Event description:
Customer reported testing with the freestyle meter receiving a result of 200 mg/dl and taking insulin based on this reading. The customer began experiencing symptoms of hypoglycemia and ingested glucose tablets and juice.